Manufacturer narrative:
Sanofi company comment for follow up dated 02-nov-2022: follow up information received does not change prior case assessment. This case involves a 56 years old female patient who reported inflammation was of greater intensity while being treated with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc based on the available information, causal relationship between the events and suspect product could not be denied.] However, further information regarding patient¿s medical history, past medications, concomitant medications, post injection routine, injection technique and other risk factors would aid in better case assessment.

Event description:
Inflammation was of greater intensity [injection site joint inflammation] ([injection site joint swelling], [condition aggravated]) synvisc used for patellar chondromalacia [product use in unapproved indication]. Case narrative: this case is linked to (B)(4) (related case ID multiple device used by the same patient, 2nd injection). Initial information received on (B)(6) 2022 regarding a solicited valid serious case received from the patient in the scope of patient support program "psp_synvisc_prosane". Patient ID: (B)(6); country: peru. Study title: patient support program involving synvisc. This case involves a 56 years old female patient who had inflammation was of greater intensity and synvisc used for patellar chondromalacia while being treated with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing drug allergy (with allergic to non-steroidal anti-inflammatory drugs). The patient received first synvisc injection on (B)(6) 2022 and on (B)(6) 2022, received second injection on (B)(6) 2022, the patient received the third synvisc (hylan g-f 20, sodium hyaluronate) injection in her knee 1 dosage form every week (lot, expiry date, strength - unknown) for chondromalacia patellae (product use in unapproved indication, latency: same day) . On same day, after the third injection was applied, this worsened the swelling (injection site joint swelling) (condition aggravated) (intervention required). It was the third application, after which the inflammation was of greater intensity (injection site joint inflammation; intervention required). The patient was applying ice to reduce inflammation in the area and the doctor told her to take prednisone 20 mg. Prednisone 20 mg for 5 days and seridase 10 mg (serratia sp, enzymatic anti-inflammatory) for 10 days were indicated as corrective treatment. Likewise, 10 physiotherapy sessions were also indicated to relieve inflammation and pain. To date, 2 sessions are pending, but she mentions that 5 days ago she already feels recovered, without inflammation or pain (date considered: october 28, 2022). The patient mentions that she probably had the adverse events because she did a lot of physical exertion after the second synvisc application. The patient does not suffer from other illnesses and does not take any other medications. The reporter does not provide further information. Action taken: not applicable for all the events. Corrective treatment: prednisone and seridase for injection site joint inflammation. At time of reporting, the outcome was unknown for the event synvisc used for patellar chondromalacia and was recovered / resolved on (B)(6) 2022 for the event inflammation was of greater intensity. A product technical complaint (ptc) was initiated, and the results were pending for the same. Reporter causality: unassessable for all the events. Company causality: not reportable for the event product use in unapproved indication and reportable for other events. This suspected adverse reaction report is submitted and classified as a medication error solely and exclusively to ensure the marketing authorization holder's compliance with the requirements set out in the directive 2001/83/ec and module vi of the good pharmacovigilance practices. The classification as a medical error is in no way intended, nor should it be interpreted or construed as an allegation or claim made by the marketing authorization holder that any third party has contributed to or is to be held liable for the occurrence of this medication error. Additional information was received on 02-nov-2022 from the patient via call center. Outcome was updated for the events injection site joint inflammation, injection site joint swelling. Text amended accordingly.

Event description:
Inflammation was of greater intensity [injection site joint inflammation] ([injection site joint swelling], [condition aggravated]). Synvisc used for patellar chondromalacia with no reported adverse event [product use in unapproved indication]. Case narrative: this case is linked to (B)(4) (multiple devices suspect for same patient, for 2nd injection). Initial information was received on 18-oct-2022 regarding a solicited valid serious case from the patient in the scope of patient support program "psp_synvisc_prosane". Patient ID: (B)(6); country: peru. Study title: patient support program involving synvisc. This case involves a 56 years old female patient who reported inflammation was of greater intensity after medical device hylan g-f 20, sodium hyaluronate [synvisc] was used for patellar chondromalacia (with no reported adverse event). At the time of the event, the patient had ongoing drug allergy (to non-steroidal anti-inflammatory drugs). The patient did not suffer from other illnesses and did not take any other medications. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. The patient received first synvisc injection on (B)(6) 2022, received second injection of series. On (B)(6) 2022, the patient received the third synvisc (hylan g-f 20, sodium hyaluronate, 16 mg/2ml) injection in her knee at dose of 1 injection every week (lot, and expiry date- unknown) for chondromalacia patellae (product use in unapproved indication, latency: same day). Information on batch number was requested. On same day, after the third injection was applied, this worsened the swelling (injection site joint swelling) (condition aggravated) (intervention required). It was the third application, after which the inflammation was of greater intensity (injection site joint inflammation; intervention required, latency: same day). The patient was applying ice to reduce inflammation in the area and the doctor told her to take prednisone 20 mg. Prednisone 20 mg for 5 days and seridase 10 mg (serratia sp, enzymatic anti-inflammatory) for 10 days were indicated as corrective treatment. Likewise, 10 physiotherapy sessions were also indicated to relieve inflammation and pain. To date, 2 sessions are pending, but she mentioned that 5 days ago she already felt recovered, without inflammation or pain (date considered: (B)(6) 2022). The patient mentioned that she probably had the adverse events because she did a lot of physical exertion after the second synvisc application. The reporter did not provide further information. Action taken: not applicable for all the events corrective treatment: prednisone and seridase for injection site joint inflammation. At time of reporting, the outcome was unknown for product use in unapproved indication and was recovered on (B)(6) 2022 for injection site joint inflammation reporter causality: unassessable for all the events company causality: not reportable for the event product use in unapproved indication and reportable for injection site joint inflammation product technical complaint (ptc) was initiated with global ptc number 100313210 on 22-mar-2023 for synvisc. Batch number: unknown sample status was not available ptc stated: based on the complaint from intake team, there is no quality related defect that would pose as a malfunction. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. Investigation: the product lot number was not provided. A batch record review is not possible. Based on the lack of information, no assessment is possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective action and preventive action) is required. (Tj 25apr2023) the final investigation was completed on 18-sep-2023 with summarized conclusion as no assessment possible additional information was received on 02-nov-2022 from the patient via call center. Outcome was updated for the events injection site joint inflammation, injection site joint swelling. Text amended accordingly. Additional information was received on 16-nov-2022 from the quality department. No new significant information was added. Additional information was received on 18-sep-2023 from other healthcare professional (from quality department). Gptc results were received and added. Product strength (16 mg/2ml) was added as well. Text was amended accordingly.